Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient could not obtain full extension and the surgeon performed an articular surface exchange.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be reopened upon return of product or further information.